Event description:
A report was received that the pt was explanted because she fell on the ipg. The ipg and leads were explanted and a new paddle lead and ipg were implanted. The ipg was explanted because there was blood in the header that was broken. The pt was reportedly doing well and received good coverage and stimulation after the procedure.

Manufacturer narrative:
The device involved in the complaint will not be returned to bsn because the device was discarded by the medical facility.